Manufacturer narrative:
(B)(4) date sent 10/17/2025 d4 batch #z7012y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the package opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, eighteen (18) clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch z7012y number, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clip applier stop during surgery and did not pass another clip so they open new one to complete the case. There were no patient adverse event.